Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The initially reported ventilator inoperative issue was not confirmed upon evaluation. However, the (drpt) did record a ventilator inoperative alarm related to error code e-96, which indicates the device was unable to write to the event log. This error does not impact the device¿s ability to deliver therapy as designed. As a result, the main pca was replaced, resolving the issue.